Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2013. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV and deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported possible right side deflation and capsular contracture, baker grade IV. Additionally, patient reported pain. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified fold creases, wear abrasion, three curved openings with striated edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is curved striated openings assessed as surgical damage.

Event description:
Physician reported possible right side deflation and capsular contracture, baker grade IV. Additionally, patient reported pain. Device was explanted.